Manufacturer narrative:
H4: the lot was manufactured between july 5, 2023 and july 6, 2023. H11: the device was received for evaluation with 243ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. This issue was described as, ¿blocked, no medicine was coming out¿. This was noticed prior to use. There was no patient involvement. No additional information is available.